Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor glucose was not displaying on the sensor. When the sensor was removed from the patient's body, the cannula appeared shorter than usual. The sensor was not returned for analysis.